Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had just removal here, but left the tubes") and device breakage ("had left a large chunk of the essure inside one of the tubes") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had just removal here, but left the tubes'), device breakage ('had left a large chunk of the essure inside one of the tubes') and medical device site necrosis ('tissue around the coil was necrotic/inflammatory response to the body trying to remove a foreign object') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criterion medically significant), medical device site necrosis (seriousness criteria medically significant and intervention required), somatic symptom disorder of pregnancy ("pseudo pregnancy (all symptoms of pregnancy but no fetus)") with uterine pain and uterine hypotonus, abdominal distension ("abdomen is hard/bloating"), gait disturbance ("I could not walk"), presyncope ("almost fainting") and pain ("pain") and was found to have weight decreased ("weight loss 33 lbs"). The patient was treated with surgery (hysteroscopy and laparoscopy and surgery to remove essure device (laparoscopy and hysteroscopy)). Essure was removed. At the time of the report, the medical device removal, device breakage, medical device site necrosis, somatic symptom disorder of pregnancy, abdominal distension, weight decreased, gait disturbance and presyncope outcome was unknown and the pain had resolved. The reporter considered abdominal distension, device breakage, gait disturbance, medical device removal, medical device site necrosis, pain, presyncope, somatic symptom disorder of pregnancy and weight decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: pseudo pregnancy. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media. Events added: "almost fainting", "movement is very painful and happens multiple times a day", "I could not walk", "I am having contractions", "I lost weight", "tissue around the coil was necrotic/inflammatory response to the body trying to remove a foreign object", "abdomen is hard and bloated", "pseudo pregnancy". Serious incident category was ticked for the event: " tissue around the coil was necrotic/inflammatory response to the body trying to remove a foreign object". Reporter added. Laboratory test added. On (B)(6) 2020: content received from social media, reporter added. On (B)(6) 2020: information received via social media: new event - pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had just removal here, but left the tubes") and device breakage ("had left a large chunk of the essure inside one of the tubes") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.